Event description:
Information was received that this smiths medical cadd ms3 pump did not boot beyond loading screen. No reported adverse effect.

Manufacturer narrative:
Other, other text: h3: one cadd ms3 pump was received in good physical condition. The event history log was reviewed and there was no evidence available. Functional testing and visual inspection were conducted. The reported issue was unable to be duplicated. Testing was performed and the device would only boot beyond loading screen as normally after pressing ok. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, there was no problem found with the returned pump.

Manufacturer narrative:
Information was received on 05/06/2020 indicating event date, indicating that the there were no patients involved in this event and patient information.